Event description:
The cast cutter was returned to stryker instruments for service, and during functional evaluation it was noted that the cord assembly was nicked. Both layers of insulation was cut making it possible for bare wire exposure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The event found through service, cut cord, was confirmed. The technician found that the cord assembly was nicked, and bare wires could be exposed due to both layers of insulation being cut. The thermal cutoff was determined to be the primary failure, and the cord failure also may have contributed to the original reported event. A damaged adaptor cord assembly may have been a result of accidental mechanical damage or wear and tear over the life of the device.

Event description:
The cast cutter was returned to stryker instruments for service, and during functional evaluation it was noted that the cord assembly was nicked. Both layers of insulation was cut making it possible for bare wire exposure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.